Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "orange venflon ref: (B)(4). Lot no: 0144811p41. Exp: 2023-05-31. Grey venflon ref:(B)(4). Lot no: 0144807p41. Exp: 2023-05-31. The issue with both of these is when fluid is put through it leaks from both sides of the venflon."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation with the reported material and lot number. Bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "orange venflon ref: (B)(4) lot no: 0144811p41, exp: 2023-05-31. Grey venflon ref: (B)(4), lot no: 0144807p41, exp: 2023-05-31. The issue with both of these is when fluid is put through it leaks from both sides of the venflon."